Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020, with blood glucose of 500 mg/dl. Ambulance was called. The customer was treated with intravenous drip. Customer declined troubleshooting for high blood glucose and wanted to stop insulin pump therapy. It is unknown whether the customer was using the auto-mode feature. The insulin pump will be returned for analysis.